Event description:
During an emergency support program call, the customer reported a gas loss alarm on cs300 intra-aortic balloon pump (iabp). The alarm resolved after the pump was exchanged; no blood or discoloration was observed in the helium tubing, and all connections were reported to be secure. The alarm was considered likely related to clinical factors, including a sustained heart rate in the 110s. No patient harm or injury was reported.